Event description:
It was reported by the user facility that their olympus endoscope reprocessor (oer-6) was not draining sufficiently when replacing the water filter. The user confirmed that there were no problems after the tube attachment. There were no reports of patient harm or infection due to this event. This complaint is being submitted for the olympus gif-h290 evis lucera elite gastrointestinal videoscope used in the oer-6 reprocessor for insufficient reprocessing. The oer-6 is captured in the MDR with patient identifier (B)(6).

Manufacturer narrative:
Additional information was received during follow up with the user facility. The reporter states that they did not replace the water filter every month, and it was in use for about half a year (6 months). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) operation manual chapter 7 section 3, ¿replacing the water filter (maj-2317)¿, the water filter failed to have been correctly replaced. The replacement frequency in the subject facility is approximately every half a year in contrast to every 2 months of replacement frequency which was recommended in the instruction manual. Olympus will continue to monitor field performance for this device.